Manufacturer narrative:
(B)(4). Eval results: (arterial trauma/dissection/perforation).

Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Innominate artery and lcca, and an lsa bypass was performed. Another MFR's stent graft (34mmx15cm) was implanted in the distal portion of the aneurysm. Resistance was felt when the stent graft was passed. A talent device was inserted toward the ascending aorta by pull through method. During this procedure, talent taa sys was temporarily pulled out and the approach was changed. The talent taa sys was inserted through a 10 mm conduit which attached to ascending aorta. The talent taa sys was inserted deeply into the other MFR's stent graft with an overlap of approx about 8cm. The surgeon loosened the wire tension and pushed hard on the delivery sys. The tip of delivery sys, with the wire, perforated the ascending aorta. The pt's blood pressure dropped to 60 mmhg and a perforation was confirmed. Bleeding was stopped with a side clamp. The blood pressure recovered. The perforated region of ascending aorta was sutured. The physician confirmed that there was no damage to the cerebral circulation. No additional clinical sequelae were reported and the pt recovered.